Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and clips suture were used. During the procedure, the tip of the clip did not close. Several clips were attempted to close, but some of them could close and some of them could not. Another device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: it was reported the tip of the clip did not close, please provide more details: please provide the applier product code and lot number? The applier was ka200. No further information will be available. What suture type and size was used? No further information will be available. Please provide the applier product code and lot number? No further information will be available. Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). No further information will be available. When the event occurred, was the suture placed near the hinge of the clip? No further information will be available. Were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? No further information will be available. Was the applier checked for damaged (jaws straight and aligned)? No further information will be available. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? No further information will be available. No further information will be provided". Events reported via: events reported via: 2210968-2022-10463, 2210968-2022-10468, 2210968-2022-10470, 2210968-2022-10471.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/11/2023. Additional information was requested, the following was obtained: please kindly confirm which product code was used during the procedure? Product return confirmed to be kc200 and not xc200.=> the products of xc200 have been sent. The report number of ka200 is (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.